Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that inquirer stated customer recently started using purewick male external catheter. They had a couple urinary tract infection and they would like to know if that was due to purewick. How often did everything need to be cleaned. It was unknown what medical intervention was provided for urinary tract infection. Internal response notes the purewick system was designed for external use. When used according to the instructions for use including changing the components and the wick as recommended and there was reduced risk for a urinary tract infection. However, any concerns or symptoms need to be followed up with the urologist for further evaluation. Discussed proper hygiene and placement for male purewick and reminded to replace the device at least every 24 hours or if soiled with feces, blood, or semen. The purewick urine collection collector tubing and pump tubing should be cleaned and disinfected at the time of each use, or at a minimum daily.